Event description:
Following total hip arthroplasty performed in 2002, pt continued to experience hip pain. Pt underwent add'l surgery 1 mo later, where osteophytes were removed and modular head component was exchanged.